Event description:
The customer stated that the insulin pump was failing and shutting off. Troubleshooting was performed, and found two battery out limit alarms in the alarm history. The customer inserted a new battery, and the buttons did not respond. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the battery out limit alarm due to the blank display.